Event description:
It was reported that during an lar procedure, the stapler and anvil would not connect; a second device was then successfully connected to the original anvil and engaged successfully. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.